Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify frozen screen and alarm due to blank display. Unit was monitored and no constant tone during battery input. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm. The customer's blood glucose was 81mg/dl at the time of the incident. The customer reported that her insulin pump has a screen error, and unable to get anything cleared. The customer cleared alarm but is no longer responding to any button presses and making a constant tone. Customer stated that after clearing alarm, the display froze. Pump screen is not completely blank. Customer is not calling back with a frozen display after installing a new battery for previous frozen display issue. Error table does not indicate insulin pump should be replaced on first occurrence. Screen is not blank after inserting new battery. Customer stated screen on pump has still not gone blank after removing battery. Constant tone on pump after the alarm has stopped. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.